Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert; 626-00-42e ; 70906503 28mm +12 lfit v40 head; 6260-9-428 ; 54642502 27mm mod rev hip bdy/blt +10mmcomponent level 9006-1-127; 6276-1-127;64480604 mod con dist stem 16 x 155 mm;6276-7-016; caxx94nd d-m 2.0mm beaded cable set vit; 6704-0-520;77341015 trident psl ha cluster 50mm; 542-11-50e;72983101 6.5 cancellous bone screw 35mm; 2030-6535-1; yx6vvk 6.5 cancellous bone screw 20mm;2030-6520-1; ke853y 6.5 cancellous bone screw 35mm; 2030-6535-1; x55k1x it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to infection. An mdm liner, adm/mdm insert, and 28 +12 lfit v40 head were swapped. Rep provided current and previous usage sheets and confirmed that no further information will be released by the hospital or surgeon.